Event description:
On (B)(6) 2010, pt reported the down button was not functioning properly. This was first noticed around 4 months ago. Patient was unable to program a bolus prior to call. During troubleshooting, both the up and down buttons functioned as intended. Infusion device has not been dropped or exposed to water or insulin ingress. Down button does not remain flat after it is pressed. Patient does not know how many times she boluses per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.